Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button 1 on a 6/7f mynx control vascular closure device (vcd) didn't work. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, button 1 on a 6/7f mynx control vascular closure device (vcd) did not work. Hemostasis was achieved using manual compression with a duration of 20 minutes. There was no reported patient injury. The procedure was interventional and was performed using a retrograde approach. The deployer was mynx certified. Femoral artery suitability was verified by angiography or venography, including an insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. Moderate vessel tortuosity and a moderate presence of peripheral vascular disease or calcium were reported at the puncture site. The device was stored and prepped in accordance with the instructions for use (IFU). One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were in the not depressed position. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and was fully covered by the sealant sleeves. Regarding the sealant sleeve condition, no abnormal conditions were observed. Additionally, a 7f non-cordis catheter sheath introducer was returned inserted on the device. The balloon was returned deflated, and the core wire was noticed to present a kinked portion, while the atraumatic tip did not present any damage or abnormal condition. Additionally, the pressure gauge inflation indicator was noticed partially activated. A simulated deployment test was performed to evaluate device functionality. During this evaluation, the unit operated as intended, including proper sealant deployment and subsequent balloon retraction. After aligning the tension indicator by pulling in the distal direction, the distal tip was positioned appropriately and button 1 followed by button 2 were depressed in the instructed sequence, with no malfunctions or abnormal conditions observed. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it passed functional analysis with no resistance or anomalies noted. Additionally, a kinked portion of the core wire was observed. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the frozen/locked button 1 experienced since the button was able to be fully depressed during analysis. However, procedural/handling factors, such as the incorrect alignment of the tension indicator prior to attempting depression, are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggests that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button 1 on a 6/7f mynx control vascular closure device (vcd) did not work. Hemostasis was achieved using manual compression with a duration of 20 minutes. There was no reported patient injury. The procedure was interventional and was performed using a retrograde approach. The deployer was mynx certified. Femoral artery suitability was verified by angiography or venography, including an insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. Moderate vessel tortuosity and a moderate presence of peripheral vascular disease or calcium were reported at the puncture site. The device was stored and prepped in accordance with the instructions for use (IFU). The device will be returned for evaluation.